Manufacturer narrative:
G4: 05may2020. B4: 20may2020. The fse (field service engineer) confirmed the issue. The fse replaced the video graphic array (vga) printed circuit board (pcb) to resolved the reported issue. The battery was replaced as part of preventive maintenance as it was older than five years. The unit has passed testing and it has returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05may2020.

Event description:
The field service engineer reported a bad screen. There was no patient involvement.